Manufacturer narrative:
This report is submitted on may 11, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device after a head impact. Hardware exchange attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 13, 2021.